Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height cubie drawer 5 failed and required maintenance. The customer stated that this malfunction caused a delay of 30 minutes, and the user managed to get the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced full height drawer 5 failed to stay closed. A field service engineer (fse) performed a shutdown and reboot of the system, but the issue persisted. The fse then removed and replaced the inseparable. The customer successfully recovered and tested the drawer, confirming its proper functionality. The system functioned as intended after the field service engineer repaired the device.